Event description:
It was reported that after implant, the initial t-shock induction was performed, resulting in successful termination of induced ventricular fibrillation (vf). However, following the procedure, the right ventricular (rv) lead exhibited oversensing and subsequently delivered an inappropriate shock. Further investigation revealed that the lead exhibited high impedances and an apparent fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated damage at implant. Concomitant products: 4076 implantable pacing lead - (B)(6) 2013. (B)(4).